Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a case, the unit was not working at all and they swapped it out for another unit. The device was broken. There was no patient involved.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A visual inspection was performed on the exterior of the product and no physical damage was observed except for a damaged connector on the power cord. Product could not be tested due to damage to cord connector. It appears that the excessive force was used to remove the cable connector from the control unit receptacle possibly at a slight angle, thus cracking plastic shell that covers connector pins and bending the guide key. The complaint investigation has concluded that this unit has succumbed to damage to the cord connector. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of a misuse of the product. Damage may occur if the headpiece is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.